Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the drive support cap was flushed. The customer experienced high blood glucose level and was treated with injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did not allege insulin pump was under delivering. The device will be returned for analysis.